Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bin was not retraining any cubie. A field service engineer (fse) replaced the row board for drawer 3 and 4 to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower bin 04 04 was not retaining any cubies. The customer tested the location with multiple cubies to confirm it was not a faulty cubie. They also tested the cubies on another drawer or location for comparison. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.